Event description:
It was reported that a balloon rupture occurred. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured upon first inflation at 6 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.